Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing and inhibited pacing. The rv lead also exhibited short v-v intervals. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.